Event description:
A talent abdominal stent graft device was implanted into a patient for the treatment of a 7 cm abdominal aortic aneurysm approximately 4 months ago. The aortic neck had severe angulation without calcification, and the iliac arteries had severe tortuosity without calcification. It was reported that approximately 1 month ago, a CT demonstrated a distal left iliac limb type I endoleak and that the aneurysm was 6cm in diameter. An intervention for the endoleak was planned to be performed several days after the endoleak had been identified. However, the patient presented with chest pains the day before the scheduled intervention, and a myocardial infarction was identified. The patient expired, and the physician stated that the patient's native heart valve stopped working. No autopsy has been performed.

Manufacturer narrative:
(B)(4): evaluation results: endoleak, death; severe vessel tortuosity; death related to the patient's heart valve.